Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] cervical pain with headache [cervicogenic headache] purulent sinusitis [purulent sinusitis] intravitreal haemorrhage [vitreous hemorrhage] meatoplasty [urethroplasty] post-traumatic left and right shoulder rotator cuff [rotator cuff injury] frontal carcinoma [carcinoma] weil osteotomy [osteotomy] left shoulder acromioplasty [acromioplasty] right shoulder acromioplasty [acromioplasty] right knee ligamentoplasty [knee ligament repair] autoimmune disease [autoimmune disorder] spot baldness [baldness] white patches on the hands [discoloration skin] synovial cysts [synovial cyst] kicking and restlessness in legs [jerkiness] restlessness in legs [restless legs] this affects quality of life [impaired quality of life] quality of sleep impaired [poor quality sleep] circulatory problems [disorder circulatory system] varicose veins [varicose veins] digestive problem [digestion impaired] constipation [constipation] haemorrhoidal attacks [haemorrhoidal bleeding] presence of mercury, chromium, and nickel in the blood. [Heavy metal poisoning] painful right and left shoulders [shoulder pain] knees failing when walking [unspecified disorder of knee joint]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-apr-2025. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 3419 days after essure (ess205) insertion, she experienced cervicogenic headache ("cervical pain with headache"), sinusitis ("purulent sinusitis"), vitreous haemorrhage ("intravitreal haemorrhage"), rotator cuff syndrome ("post-traumatic left and right shoulder rotator cuff"), autoimmune disorder ("autoimmune disease"), alopecia ("spot baldness"), skin discolouration ("white patches on the hands"), synovial cyst ("synovial cysts"), dyskinesia ("kicking and restlessness in legs"), restless legs syndrome ("restlessness in legs"), impaired quality of life ("this affects quality of life"), poor quality sleep ("quality of sleep impaired"), cardiovascular disorder ("circulatory problems"), varicose vein ("varicose veins"), dyspepsia ("digestive problem"), constipation ("constipation"), haemorrhoidal haemorrhage ("haemorrhoidal attacks"), metal poisoning ("presence of mercury, chromium, and nickel in the blood."), arthralgia ("painful right and left shoulders") and arthropathy ("knees failing when walking"), was found to have neoplasm malignant ("frontal carcinoma") and underwent urethral repair ("meatoplasty"), osteotomy ("weil osteotomy"), a first shoulder arthroplasty ("left shoulder acromioplasty"), a second shoulder arthroplasty ("right shoulder acromioplasty") and ligament operation ("right knee ligamentoplasty"). On (B)(6) 2025 she underwent medical device removal (seriousness criterion medically important). Essure (ess205) was removed the same day. The patient was treated with surgery (to remove essure and surgery on left eye). At the time of the report, the arthropathy had not resolved. The outcomes for medical device removal, cervicogenic headache, sinusitis, vitreous haemorrhage, urethral repair, rotator cuff syndrome, neoplasm malignant, osteotomy, ligament operation, autoimmune disorder, alopecia, skin discolouration, synovial cyst, dyskinesia, restless legs syndrome, impaired quality of life, poor quality sleep, cardiovascular disorder, varicose vein, dyspepsia, constipation, haemorrhoidal haemorrhage, metal poisoning, arthralgia and the last episode of shoulder arthroplasty were unknown. No causality assessment was received for essure (ess205) with regard to cervicogenic headache, medical device removal, sinusitis, vitreous haemorrhage, urethral repair, rotator cuff syndrome, neoplasm malignant, osteotomy, the first episode of shoulder arthroplasty, the second episode of shoulder arthroplasty, ligament operation, autoimmune disorder, alopecia, skin discolouration, synovial cyst, dyskinesia, restless legs syndrome, impaired quality of life, poor quality sleep, cardiovascular disorder, varicose vein, dyspepsia, constipation, haemorrhoidal haemorrhage, metal poisoning, arthralgia or arthropathy. The reporter commented: patient's current status: painful right and left shoulders with headaches night and day, continuous treatment with physiotherapy session 3 times a week, knees failing when walking actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Heavy metal test] (date unknown): presence of mercury, chromium, and nickel in the blood. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], cervical pain with headache [cervicogenic headache], purulent sinusitis [purulent sinusitis], intravitreal haemorrhage [vitreous hemorrhage], meatoplasty [urethroplasty], post-traumatic left and right shoulder rotator cuff [rotator cuff injury], frontal carcinoma [carcinoma], weil osteotomy [osteotomy], left shoulder acromioplasty [acromioplasty], right shoulder acromioplasty [acromioplasty], right knee ligamentoplasty [knee ligament repair], autoimmune disease [autoimmune disorder], spot baldness [baldness], white patches on the hands [discoloration skin], synovial cysts [synovial cyst], kicking and restlessness in legs [jerkiness], restlessness in legs [restless legs], this affects quality of life [impaired quality of life], quality of sleep impaired [poor quality sleep], circulatory problems [disorder circulatory system], varicose veins [varicose veins], digestive problem [digestion impaired], constipation [constipation], haemorrhoidal attacks [haemorrhoidal bleeding], presence of mercury, chromium, and nickel in the blood. [Heavy metal poisoning], painful right and left shoulders [shoulder pain], knees failing when walking [unspecified disorder of knee joint], case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 3419 days after essure (ess205) insertion, she experienced cervicogenic headache ("cervical pain with headache"), sinusitis ("purulent sinusitis"), vitreous haemorrhage ("intravitreal haemorrhage"), rotator cuff syndrome ("post-traumatic left and right shoulder rotator cuff"), autoimmune disorder ("autoimmune disease"), alopecia ("spot baldness"), skin discolouration ("white patches on the hands"), synovial cyst ("synovial cysts"), dyskinesia ("kicking and restlessness in legs"), restless legs syndrome ("restlessness in legs"), impaired quality of life ("this affects quality of life"), poor quality sleep ("quality of sleep impaired"), cardiovascular disorder ("circulatory problems"), varicose vein ("varicose veins"), dyspepsia ("digestive problem"), constipation ("constipation"), haemorrhoidal haemorrhage ("haemorrhoidal attacks"), metal poisoning ("presence of mercury, chromium, and nickel in the blood."), arthralgia ("painful right and left shoulders") and arthropathy ("knees failing when walking"), was found to have neoplasm malignant ("frontal carcinoma") and underwent urethral repair ("meatoplasty"), osteotomy ("weil osteotomy"), a first shoulder arthroplasty ("left shoulder acromioplasty"), a second shoulder arthroplasty ("right shoulder acromioplasty") and ligament operation ("right knee ligamentoplasty"). On (B)(6) 2025 she underwent medical device removal (seriousness criterion medically important). Essure (ess205) was removed the same day. The patient was treated with surgery (to remove essure and surgery on left eye). At the time of the report, the arthropathy had not resolved. The outcomes for medical device removal, cervicogenic headache, sinusitis, vitreous haemorrhage, urethral repair, rotator cuff syndrome, neoplasm malignant, osteotomy, ligament operation, autoimmune disorder, alopecia, skin discolouration, synovial cyst, dyskinesia, restless legs syndrome, impaired quality of life, poor quality sleep, cardiovascular disorder, varicose vein, dyspepsia, constipation, haemorrhoidal haemorrhage, metal poisoning, arthralgia and the last episode of shoulder arthroplasty were unknown. No causality assessment was received for essure (ess205) with regard to cervicogenic headache, medical device removal, sinusitis, vitreous haemorrhage, urethral repair, rotator cuff syndrome, neoplasm malignant, osteotomy, the first episode of shoulder arthroplasty, the second episode of shoulder arthroplasty, ligament operation, autoimmune disorder, alopecia, skin discolouration, synovial cyst, dyskinesia, restless legs syndrome, impaired quality of life, poor quality sleep, cardiovascular disorder, varicose vein, dyspepsia, constipation, haemorrhoidal haemorrhage, metal poisoning, arthralgia or arthropathy. The reporter commented: patient's current status: painful right and left shoulders with headaches night and day, continuous treatment with physiotherapy session 3 times a week, knees failing when walking actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Heavy metal test] (date unknown): presence of mercury, chromium, and nickel in the blood. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.